Event description:
A healthcare professional reported that during an endovascular embolization, 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10007044) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31649880) and could not advance any more (the delivery wire of the stent passed through the tip of the microcatheter, the stent did not pass through the tip of the microcatheter). The doctor removed the stent and microcatheter (mc) from patient and found the stent was detached from the delivery wire in the distal end of the microcatheter. The doctor switched to new devices to complete the procedure. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. The user twisted the rhv. There was no force needed to remove the delivery wire, the delivery wire was removed smoothly. The stent was detached from the delivery wire at the distal end of the microcatheter. Another enterprise stent of the same product code was used to complete the procedure. Additional event information was received on 16-mar-2026 indicating that they were able use a guidewire in the microcatheter prior to using the enterprise system. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b3, b4, g3, g6, h2, h3, h6 and h11. The product was returned to cnv for evaluation. Visual inspection and functional testing were conducted on the returned device. A non-sterile prowler select plus 150/5cm was received in a decontamination pouch and, upon visual inspection, no appearance of damage was observed. The microcatheter was confirmed to be within specifications for both inner and outer diameters. The device was flushed, and a lab-sample guidewire was able to be advanced through the entire length of the microcatheter without noticeable resistance. The customer complaint could not be confirmed with the evidence available, as the guidewire passed through the microcatheter without resistance. No damage was found that could have contributed to the reported issue. The instructions for use caution that if strong resistance is met during manipulation, the procedure should be discontinued and the cause determined before proceeding. As part of cnv quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.